Event description:
Stryker flow2 pump /suction irrigator was not irrigating to full strength when used by surgeon. "Case progressed per usual". There is no documentation that a replacement pump was used. No patient information was entered. The report was submitted anonymously. As soon as the company rep is identified, the manufacturer will be notified.